Manufacturer narrative:
The mobile view station (mvs) interface (umbilical) cable was returned to the manufacturer for analysis. Reported issue was confirmed by medtronic personnel. The mvs interface cable failed bench test performed by using cable validator. Gbit test failed. Blue cat5 cable length is short in length. B-40.7ft, c-40.9ft expected 41ft. 100t and continuity test passed. Visual inspection passed. The hardware investigation found that reported event was related to a mechanical failure mode of the cable; root cause was manufacturing defect.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while setting up for a spinal fusion, the imaging system would not progress out of standalone mode. The interface (umbilical) cable was reported to be damaged and was manipulated to establish a connection and progress with the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.